Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurements measuring, greater than 200 ohms. Additionally, the health care professional (hcp) had a concern there was rv loss of capture (loc). Technical services (ts) reviewed the data and verified sli measurements were oor, and it appeared there was loc. Ts provided possible causes and recommended performing an x-ray. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurements measuring, greater than 200 ohms. Additionally, the health care professional (hcp) had a concern there was rv loss of capture (loc). Technical services (ts) reviewed the data and verified sli measurements were oor, and it appeared there was loc. Ts provided possible causes and recommended performing an x-ray. No adverse patient effects were reported. This supplemental report is being filed as the patient informed the lead is fractured. The patient was given a life support vest as he noted there is no room to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that the physician decided to extract the right ventricular (rv) lead however, had difficulties removing it. When the physician pulled the lead, the lead snapped. The lead was removed and replaced with a new lead. The lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurements measuring, greater than 200 ohms. Additionally, the health care professional (hcp) had a concern there was rv loss of capture (loc). Technical services (ts) reviewed the data and verified sli measurements were oor, and it appeared there was loc. Ts provided possible causes and recommended performing an x-ray. No adverse patient effects were reported. This supplemental report is being filed as the patient informed the lead is fractured. The patient was given a life support vest as he noted there is no room to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that the physician decided to extract the right ventricular (rv) lead however, had difficulties removing it. When the physician pulled the lead, the lead snapped. The lead was removed and replaced with a new lead. The lead is expected to be returned. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also had observations of noise and high thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurements measuring, greater than 200 ohms. Additionally, the health care professional (hcp) had a concern there was rv loss of capture (loc). Technical services (ts) reviewed the data and verified sli measurements were oor, and it appeared there was loc. Ts provided possible causes and recommended performing an x-ray. No adverse patient effects were reported. This supplemental report is being filed as the patient informed the lead is fractured. The patient was given a life support vest as he noted there is no room to replace the lead. At this time, the lead remains in service. No adverse patient effects were reported.